Event description:
Ous MDR - after an implant duration of about 8 months the shock impedance was reported being too low (<25 ohm). No adverse pt side effects have been reported. The device was explanted. The dates of implant and explant were not provided.

Manufacturer narrative:
Ous MDR.